Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, several ams episodes were observed. Review of transmission also noted far-r wave oversensing. Programming changes were recommended. No further information is available at this time.